Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1v61l, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) stated the first device they had put in, the leads were all in the wrong place so it never helped their symptoms. Pt states the doctor took out that device and put a new one in.  Pt states they were wondering if they just weren't working it right. The patient was redirected to their healthcare provider to further address the issue.